Manufacturer narrative:
H11: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 23 mm 3300tfx pericardial aortic valve was placed under evaluation for valve-in-valve intervention after an implant duration of three (3) years, three (3) months due to aortic stenosis secondary to degeneration and calcification.

Manufacturer narrative:
H11: additional manufacturer narrative: updated: b4, b5, b7, g3, g6, h2, h6.

Event description:
It was reported that a patient with a 23mm 3300tfx pericardial aortic valve was placed under evaluation for valve-in-valve intervention after an implant duration of approximately two (2) years, six (6) months showed restricted valve mobility, thickened leaflets, and degeneration. The patient presented with fatigue and dizziness. Per medical records, tee on (B)(6) 2024 showed av with restricted mobility, moderate stenosis with possible leaflet degeneration. Echo on (B)(6) 2024 showed leaflets mildly thickened. Valve in valve tavr recommended but patient declines and wants it to be medically managed.

Manufacturer narrative:
H11: additional manufacturer narrative: updated: b4, d4, g3, g6, h2, h4, h6. Svd is a logical and expected consequence of the chemical, mechanical, and immunological processes associated with bhv implantation. The common endpoint of all these factors is calcification and degradation. Svd is an acquired condition, intrinsic to bioprosthetic valves, characterized by deterioration of the leaflets or supporting structures, leading to thickening, calcification, tearing, or disruption of the prosthetic valve materials. These changes result in valvular dysfunction manifesting as stenosis and/or regurgitation with a consequent drop in hemodynamic efficacy of the valve. Prior investigations and extensive literature review have shown that svd is predominantly related to patient factors and implant duration rather than to manufacturing issues. Events related to device design, manufacturing, or use error tend to manifest at an earlier implant duration. The instructions for use (IFU) have been reviewed, and no inadequacies have been identified with regard to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. A DHR review was performed, and no related manufacturing nonconformances were identified. There is no allegation of a malfunction which could be related to a manufacturing non-conformance and/or one was not suspected or confirmed through investigation; no labeling non-conformance/deficiency; no use-related issue with a hazardous situation; no device-related infection; and no evidence of a product failure with regard to design, reliability, or use error. A CAPA/scar/pra is not required, as there are no confirmed product or labeling non-conformances, and no other triggers are met. The most likely cause is patient factors, including coronary artery disease (cad), cirrhosis, dyslipidemia.

Manufacturer narrative:
Added h6 code.